Manufacturer narrative:
Unit was received with no button response due to moisture damage on electronic assembly. Moisture damage noted on motor assembly. Unable to verify for battery out of limit alarm due to no button response.

Event description:
The customer's father reported via phone call that the customer dropped the insulin pump in the pool. They could see water under the lcd screen. The customer's mother reported that the insulin pump alarmed battery out limit. The buttons on the insulin pump were not working. Customer's blood glucose level was 216 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.